Manufacturer narrative:
B5: the device also contained citrate buffer and 230ml sodium chloride 0.9%. H4: the lot was manufactured between november 15, 2023 and november 17, 2023. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor underinfused during patient infusion. After 24 hours of infusion, it was observed that there was 80ml of medication remaining in the device that had not been delivered to the patient. The device contained piperacillin and tazobactam. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.